Event description:
The pt presented for transcatheter closure of a large secundum atrial septal defect in 3/06. Baseline echo images were obtained, including aditional sizing of the secundum asd. A 6fr sheath was introduced and a 6fr multi purpose catheter crossed the atrial septal defect into the left superior pulmonary vein. A 34mm aga amplatzer sizing balloon was then used in the final sizing of the device. The asd, after occlusive technique w/balloon, was larger than the preprocedure estimation. This likely was due to a relatively thin interatrial septal membrane. A 32mm asd occluder was chosen with a 12 fr delivery system. Multiple attempts were made to position this device in the approriate plane. Ultimately the delivery catheter was positioned more vertical to the spine, entering into the right pulmonary vien. The device was further repositioned, but was not acceptable. The occluder device was identified as becoming dislodged from the positioning cable. The occluder device embolized into the left atrium. The introducer delivery system was exchanged for a 16 fr venous sheath with the goal of retrieval of the embolized device. A 15mm goose-neck snare was used in an attempt to capture the device. Multiple additional attempts were made to capture this device with multiple catheter, wires, snares, and ultimately a biopsy forceps. An additional venous sheath was placed in the left femoral vein to provide access into the heart for stabilization of the asd closure device with further wires and other extraction devices. The asd closure device was retrieved back into the right atrium. After additional manipulation, the device was captured in the left atrium with a biopsy forceps and retracted tinto the right atrium. It then embolized into the right ventricle and ultimately out into the main pulmonary artery. Again, multiple catheters and techniques were employed in an attempt to retrieve the device. The pt was stable throughout the entire procedure. Ultimately, the device was stabilized in the pulmonary artery utilizing an optima-5 balloon, 9mm x 2mm. This allowed the snare catheter to capture the device and successfully retrieve it into the 16fr venous sheath and to remove it from the pt without any untoward events. The defect was then resized and was slightly larger than the original measurements. A 38mm amplatzer septal occluder was introduced with a 12fr delivery catheter. The device was positioned multiple times across the defect and again there were difficulties in achieving ideal positioning. Because there were concerns on the stability of this device to remain within the atrial septum and be free of embolization, the device was retrieved into the delivery system. The pt underwent surgical closure with a pericardium patch of the defect on 3/24/06. Because of his underlying atrial tachyarrhythmias, an additional ablative procedure was peformed isolating the conductive tissue surrounding the pulmonaqry veins.